Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left-mentor smooth round moderate plus profile 350cc saline breast implant, catalog number 3502350, serial number (B)(4), lot number 6009422. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 350cc saline breast implants that the left side deflated after implantation. The issue diagnosed by the doctor. Patient also had bilateral issue with ptosis. As a result, patient underwent bilateral removal and replacement with allergan natrelle saline implants on (B)(6) 2018. This report is for the right implant.